Event description:
Customer states they were getting high readings and felt that their blood glucose was low. They passed out and injured themselves paramedics were called and the customer was taken to the hospital and was admitted. No info on what treatment the customer received if any. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.